Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have extreme headaches, respiratory and inflammation issues, hypersensitivity, lung cancer 1 nodule right lung and irritation. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, follow-up report will be filed. H6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient developed lung cancer. The details of the patient's required medical intervention are unknown. The details of the device serial number are unknown. If further information regarding the device become available, it will be submitted in the follow-up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.